Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% failed to infuse due to foreign matter blockage. The following information was provided by the initial reporter: "failure to infuse - potential foreign body blocking"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/29/2021. H.6. Investigation: it was reported that there was a potential foreign body blocking the flush. To aid in the investigation, two samples were received for evaluation by our quality team. The samples came with no packaging flow wrap, or tip cap, and have about 4ml of solution. A visual inspection was performed and no foreign matter was observed blocking the flow of saline. Each sample was then tested for sustaining force. The results of the test were within specification and the solution expelled with normal flow. A device history record review was completed for provided material number 306575, lot number 0337041. The review did not reveal any detected quality issued during the production of this lot that could have contributed to the reported defect. Based on the investigation results, the samples received did not show the symptom reported by the customer and an exact cause for this incident could not be identified.

Event description:
It was reported that 2 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% failed to infuse due to foreign matter blockage. The following information was provided by the initial reporter: "failure to infuse - potential foreign body blocking".